Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 580 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin, fluids of saline and bicarbonate. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer had influenza that impacted bg. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.